Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary - the customer returned photos of a shelf carton of 4 mm, 32 g pen needles from lot # 5161378. Customer states that the packs did not have manufacturing/expiry date nor the UDI (unique device identifier). This batch was created in 2015 and UDI was not implemented until (B)(6) 2016. There was no expiration date on the packaging because batch was created in 2015 and expiration dates on packaging was implemented in (B)(6) 2017. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported before use the bd ultra fine¿ nano¿ pen needle didn't have a label/missing label information or was illegible (all packaging levels). This event occurred 3 times. The following information was provided by the initial reporter: the product did not have a manufacturing/expiry date or UDI (unique device identifier).